Manufacturer narrative:
The beckman coulter field service engineer (fse) inspected the instrument and found that the tubing attached to dispense probe 1 was cut. This caused the wash buffer to leak during dispense. This issue could cause the patient result issues described by the customer. The fse replaced the dispense probe and tubing and performed preventative maintenance. Proper system performance was verified and the instrument was returned to the customer. In conclusion, there is sufficient evidence to suggest the cause of the erroneous access accutni+3 results is due to a hardware malfunction of the dispense probe tubing.

Event description:
The customer reported obtaining erroneous elevated troponin I (access accutni+3) results for six patient samples on the laboratory¿s access 2 immunoassay system portion of the unicel dxc 600i synchron clinical system (serial number (B)(4)). Four patients had a change in treatment based on the erroneous access accutni+3 results. The four patients received heparin therapy. There was no change to treatment reported for the other two patients. This report addresses the change in treatment for the patient identified as patient 1 (sample (B)(6)). The initial access accutni+3 result was 0.09 ng/ml which is above the reference range of the assay of less than 0.04 ng/ml. The repeat result was 0.00 ng/ml. Quality control (qc) was within specification before the event. Level one qc was out of specifications after the event. The customer loaded a fresh access accutni+3 reagent pack onto the same access 2 immunoassay system portion of the unicel dxc 600i synchron clinical system and attempted to re-calibrate. The calibration failed. The customer stated that instrument maintenance was up to date with system checks passing specifications. The patient¿s samples were collected in lithium heparin gel tubes that are centrifuged for five (5) minutes at 5000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.